Manufacturer narrative:
There was no product returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
It was reported that the pt reported high fever and chills, diagnosed as staph infection, following initial hernia repair.